Manufacturer narrative:
Result: blown fuse on power board.

Event description:
It was reported by the customer that the unit had intermittent flow. Eval found that pump motor would turn, but that the unit had no flow when cooling. No pt involvement or adverse consequences were reported.